Manufacturer narrative:
Section d4: model number: the device model is unknown, not provided, but the best estimate is synergy lens. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that bilateral synergy intraocular lenses were implanted on a patient. Patient is happy with her near vision but complains her distance vision is inadequate, has difficulty driving in unfamiliar places and cannot recognize people from a distance. Her refraction is plano. Surgeon is considering lens exchange. With limited information of tecnis synergy lenses implanted and with patient complaining of distance vision inadequate, report is conservatively being assessed as reportable. No other information was provided. This report is for the patient's right eye. A separate report will be submitted for the patient's left eye.